Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an increased capture threshold and a lead revision was required. On (B)(6) 2020, the lead was successfully revised. The procedure went well and the patient's condition was stable after the procedure.